Manufacturer narrative:
The reported event of charge time out could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is a capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an extended charge time was observed on the device. During manual capacitor maintenance, the device began charging until a loss of telemetry occurred. The device was interrogated again and another extended charge time was observed. The physician attempted the manual capacitor maintenance a few more times but was not successful. Technical support was contacted and suggested explanting and replacing the device. The issue was resolved by explanting and replacing the device. The patient experienced no consequences.